Event description:
Procedure type: unk. According to the rptr: a post-op leak was found and the pt was returned to the operating room. No other info available at this time.

Manufacturer narrative:
(B)(4).